Event description:
Kimberly-clark received a report that during a fluroscopic placement of a g-tube, the dilators came off and were retained in the stomach. The patient was taken to endoscopy to have the dilators removed. The patient did not suffer any injury. The gastroenterologist retrieved the three dilators with the gastroscope. The dilators were all in one piece. The patient is doing fine today. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
Sample evaluation shows sample was received in pieces, we were not able to confirm the incident or evaluate the sample sent. The device history record for the lot number reported was searched with no anomalies documented. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.